Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 407645 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient received shocks for possible supra ventricular tachycardia (svt). The device was explanted and replaced for an upgrade. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.